Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. There was no impact to the customer's blood glucose level. During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge successfully and received an accurate fill estimate.